Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports 0.1cc juvéderm volbella® xc in the glabellar region/ lower frontalis above left eyebrow. Physician noticed ¿immediate pallor with erythema¿ and ¿blanching on injection,¿ stopped the injection and immediately applied 150 units hyaluronidase/vitrase to the area. Skin color returned to normal. Diltiazem cream also provided. 3 days later patient presented with crusting of the skin beneath one eyebrow, darkening of the surrounding area and vesicle development. Another vitrase injection was applied and cialis was prescribed. Symptoms are ongoing, ¿much improved, follow-up pending.¿